Event description:
It was reported that the lv threshold has been historically high and outputs have been maxed. The device was explanted due to early battery depletion from high pacing thresholds.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported premature battery depletion was not confirmed in the laboratory. The battery voltage was within the expected longevity performance. The device's power consumption was tested and found to be normal. The device was tested manually on the bench and using automated testing equipment, which resulted in normal device characteristics.